Event description:
She performed a blood glucose test, and received a reading of 320 mg/dl. She retested and received a reading of 20 mg/dl. The customer also stated that she received a normal control test result of 200 mg/dl. The range is 88-122 mg/dl. The customer did not adjust medication or allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.